Manufacturer narrative:
Device evaluation. No product issue related to the reported event was found with this product, so this is a concomitant product. No product issue related to the reported event was found with this product, so this is a concomitant product.

Event description:
It was reported that; during tightening of transverse cross connector bottom tabs broke off. This happened 8-10 times with all sizes of cross connectors. Proper technique was follow during tightened.

Event description:
It was reported that; during tightening of transverse cross connector bottom tabs broke off. This happened 8-10 times with all sizes of cross connectors. Proper technique was follow during tightened.